Manufacturer narrative:
Device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 1dfect mi06-cover placement that may have caused or contributed to the reported issue. No pledget or missing/separated/pulled out string defects were found during finished product inspection. The records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. In addition, a notification of this matter was sent to the personnel for awareness (refer to attachment). We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. Escalation and trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends, medical device reports (B)(6), and complaint-related corrective actions. Quality non-conformance (qnc) determination: this complaint directly relates to (B)(4). Root cause: job / system factors : raw materials. Corrective action: there is a qnc in place for this under (B)(4). Preventative action: no preventative action needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The consumer stated that after a few hours her tampon came apart upon removal. Pieces of the tampon remained inside of her. She was able to remove the remaining pieces. She denies signs or symptoms of vaginal infection. There was no medical assistance required.